Event description:
Customer reported replacing the batteries on the insulin pump and stated that he received a failed battery test. Customer changed the battery again and had a blank display. It was noted that the display did not return even after troubleshooting. Customer's blood glucose reading at the time of the call was 111 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display or damage to the liquid crystal display isolation tape was noted. The insulin pump had normal operating currents. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window, a cracked display window, and a missing end cap sticker.